Event description:
Device was used during an appendectomy. Reportedly, a piece of the trocar broke and disengaged into the pt's cavity. The surgeon was able to retrieve the component and applied another device to complete the procedure. The hosp has reported no pt injury occurred.